Event description:
The customer reported having low blood glucose of 36mg/dl and the paramedics were called. The caller stated that he started being hostile, violent, calling people names, unresponsive, and passed out. The customer stated that the drive support cap appears to be normal, and troubleshooting was declined. The caller stated that he miscounted the carbohydrates, which cause his glucose level to drop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.